Event description:
Tyvek of monomer bottle blister pack was not sealed. Doctor used spare product.

Manufacturer narrative:
An event regarding a tyvek seal issue involving simplex p bone cement was reported. The event was confirmed. The product was not implanted. -device evaluation and results: visual inspection of the returned product confirmed the reported event. No discrepancies were noted with the unit carton, powder pouch, IFU and liquid monomer ampoule. The returned tyvek lid and blister pack of the liquid ampoule are deformed. This damage is most likely attributed to contact with liquid monomer. -device history review: review of the batch manufacturing record indicates that a liquid ampoule was broken in the hopper during packaging. An nc was initiated to investigate if this contributed to the reported event. -complaint history review: review complaint history review determined that there were no other similar reported events for this lot. Conclusions: review of the bmr indicates that a liquid ampoule was broken in the hopper during packaging. Nc was issued to investigate if the liquid ampoule that was broken in the hopper during packaging could have contributed to the event. Result of nc: operators will be made aware of the event and the requirements set out in sop regarding identification and segregation of damaged ampoules found in the hopper of the final packaging equipment.

Event description:
Tyvek of monomer bottle blister pack was not sealed. Doctor used spare product.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.